Manufacturer narrative:
This report is being sent to correct our previous submission. Updated b5: a dreamstation 2.0 device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed that the device does not work properly because the heater plate has functional failure. Additionally, the following parts have functional failures: auto CPAP advance with modem; blower, and blower outlet seal/ isolator with contamination. Error code was also displayed. Pca was replaced. Attributes were verified and completed correctly. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event has occurred due to the reported allegation or would be likely to recur, if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 adv auto CPAP. The manufacturer received information alleging a hot to touch device. There was no report of serious patient harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Per evaluation notes, this is non-reportable stating that the device does not work properly because the heater plate has functional failure.